Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Electrical testing found no conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no any anomalies.

Event description:
It was reported that the patient was presented at the hospital for a scheduled procedure. During procedure, the right atrial (ra) lead exhibited elevated capture threshold despite several attempts. The physician elected to remove the ra lead and completed the procedure. The patient was in a stable condition.